Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was alarming for call service alarms. No further information was provided. This complaint is being reported because troubleshooting of the event was unable to be completed to determine if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-product analysis: the device was returned and evaluated by product analysis on 08/26/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a call-service alarm issue; data from the time of the complaint was overwritten due to continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.